Event description:
It was reported while using this catheter, a portion of the 2nd electrode of the lasso catheter was lifted. The sheath used along with this catheter was an 8.5 french sheath while the catheter was 7 french. The physician had no problems in inserting the catheter. From the ice image, the physician thought that there was a clot near the ring and hence removed the catheter. There was no difficulty in removing the catheter and the damaged ring was noticed after the catheter was removed.

Manufacturer narrative:
(B)(4). Investigation is still in progress and a supplemental will be submitted.